Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to ¿incorrect assembly." Which resulted in incorrect assembly operation / components / accessories placement. The product used for treatment purposes. It was unknown whether the device had met specifications. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review could not be reviewed due to the product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. Corrections: a1, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient received six bard leg bags from binson¿s medical equipment and supplies and none of them had the tubing or connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient received six bard leg bags from (B)(6) medical equipment and supplies and none of them had the tubing or connector.